Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2016 with the following findings: power reboots were observed in the black box. No damages were found to the battery cap. The battery cap attached securely to the pump. Unrelated to the original complaint, the battery compartment was cracked. The pump failed the leak test at the battery compartment. Moisture was observed in the display; the display was dim and discolored. In addition, the keypad buttons were unresponsive to user presses making further testing and confirmation of the original complaint impossible. When the keypad cover was removed, no damages were found to the button contacts. The pump was opened and moisture damage was found on the printed circuit board. Investigators determined that unresponsive keypad buttons were due to moisture damage. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging no power to the pump. There was no reported adverse event associated with this complaint. There was no indication of damage to the pump. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.